Event description:
It was reported that the patient had two new wires implanted back in (B)(6) 2013 as the previous left wire broke. The reason for replacement was that gradually after the first implant, ¿about one to two years later,¿ the patient started to lose his voice and it just became worse and worse. The patient had some imaging performed in the fall of 2013 and after reviewing the x-rays, the patient and reporter were told that if the wires were moved ¿about a millimeter¿ that might help with the voice. The reporter stated that it was unknown when the break in the wire occurred. The patient was scheduled for a pre-surgical electrocardiogram (EKG) and then an implantable neurostimulator (ins) revision to connect to new wires. Four days later it was reported that the cause of the event was unknown. There was higher impedance to 3 and a replacement was noted. The left lead was replaced. The patient had diagnostic imaging on (B)(6) 2013 and reprogramming in (B)(6) of 2013. No hospitalization was required and the patient outcome was noted as no injury.

Manufacturer narrative:
Concomitant products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v772097, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3389s-40, lot# v772097, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).